Event description:
Patient to or for repair left mid shaft tibial and femoral fracture. Procedure went smoothly. The medullary canal was reamed with 8.5 mm, 9mm and 9.5 mm reamer. When the intramedullary nail was introduced, on lateral x-ray, dr encounterd 2 pieces of the 8.5 reamer embedded into proximal tibia. The broken peices were removed successfully by surgeon & surgery was completed without further incident.

Event description:
Patient to or for repair left mid shaft tibial and femoral fracture. Procedure went smoothly. The medullary canal was reamed with 8.5 mm, 9mm and 9.5 mm reamer. When the intramedullary nail was introduced, on lateral x-ray, dr encounterd 2 pieces of the 8.5 reamer embedded into proximal tibia. The broken peices were removed successfully by surgeon & surgery was completed without further incident.